Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient has indicated experiencing nausea that needed to be treated at the hospital three times. It is unknown what medical intervention was required by the patient. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.